Event description:
It was reported that pt was taken for a CT scan. Due to the pt's size, the nurses reportedly had to do a lot of "pushing and shoving" to get the pt into the scanner. During this manipulation, frank blood was observed entering the helium tubing. The iab was removed. A re-insertion was not required. There were no reported pt complications.

Event description:
It was reported that patient was taken for a CT scan. Due to the patient's size, the nurses reportedly had to do a lot of "pushing and shoving" to get the patient into the scanner. During this manipulation, frank blood was observed entering the helium tubing. The iab was removed. A re-insertion was not required. There were no reported patient complications.